Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause is a defective driver board. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): power supply failure, batteries will not charge no harm to patient or consequences.

Event description:
The following was reported to hamilton medical ag (translated from german): power supply failure, batteries will not charge. No harm to patient or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).